Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, the valve dislodged upon release from the delivery catheter system. Subsequently a 34 mm valve was attempted to be implanted, but was not implanted. The case was aborted as the patient became clinically unstable. No additional adverse patient effects were reported.